Event description:
It was reported that as lvp 20d 2ss cv leaked. The following information was provided by the initial reporter: material no: 2420-0007, batch no: unknown. It was reported that a small pin hole was noted in the pump segment portion of the tubing that was inside the channel. Event description per email states: describe the event or problem: IV tubing set m channel with primary tubing set clamped. Tubing was disconnected from patient. Tubing and pump were set aside for approx. 1 hour while a new IV was placed. Once rn was trying to reconnect tubing to patient, rn noticed that there was large volume of fluid under IV pump and noted the secondary medication (albumin) was nearly empty. After investigating the tubing set, a very small pin hole was noted in the "pump segment" portion of the tubing that was inside the channel. Once the malfunction was found, new tubing was placed, and new medication ordered from pharmacy. This resulted m a significant delay m medication administration and resulted in requiring additional treatment.

Manufacturer narrative:
H.6. Investigation: one sample of model 2420-0007 was submitted by the customer for quality review. Upon visual inspection, the customer complaint of a pin hole leak from the pumping segment was verified. Microscopic investigation of the pumping segment and tubing union, at the distal end of the pumping segment, located a pinhole allowing for leakage of the infusion set. No other defects were found. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Based on the images of the pumping segment and tubing union, the root cause of this event was due to silicone damage to the tubing commonly caused during misloading the infusion set to the pump. H3 other text : see h.10.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. The initial reporter also notified the FDA on 22 september, 2020. Medwatch report # 5201770000-2020-8066. Report source other: medwatch report. Device manufacture date: unknown. FDA device problem code: 1354. FDA patient problem code: 2199. Investigation summary: one sample of model 2420-0007 was submitted by the customer for quality review. Upon visual inspection, the customer complaint of a pin hole leak from the pumping segment was verified. Microscopic investigation of the pumping segment and tubing union, at the distal end of the pumping segment, located a pinhole allowing for leakage of the infusion set. No other defects were found. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the images of the pumping segment and tubing union, the root cause of this event was due to silicone damage to the tubing commonly caused during misloading the infusion set to the pump.

Event description:
It was reported that as lvp 20d 2ss cv leaked. The following information was provided by the initial reporter: material no: 2420-0007. Batch no: unknown. It was reported that a small pin hole was noted in the pump segment portion of the tubing that was inside the channel. Event description per email states: describe the event or problem: IV tubing set m channel with primary tubing set clamped. Tubing was disconnected from patient. Tubing and pump were set aside for approx. 1 hour while a new IV was placed. Once rn was trying to reconnect tubing to patient, rn noticed that there was large volume of fluid under IV pump and noted the secondary medication (albumin) was nearly empty. After investigating the tubing set, a very small pin hole was noted in the "pump segment" portion of the tubing that was inside the channel. Once the malfunction was found, new tubing was placed, and new medication ordered from pharmacy. This resulted m a significant delay m medication administration and resulted in requiring additional treatment.